Event description:
Device malfunction: vessel locator button could not be pushed. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, the vessel locator button could not be pushed, making it impossible to advance the thumb advancer and fire the clip. The device was removed and hemostasis was achieved using manual compression. There were no adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.